Manufacturer narrative:
Blud direct used to review the plate images for (B)(6). Clean strip and strip present images were acceptable with no well debris visible in any of the wells well fill image was also acceptable black well debris appeared in c1 on the final read image rois were checked and found to be acceptable there were no errors reported by the instrument during testing the foreign object was not there in the first 3 steps, so the neo did behave as expected. The detection of such material requires a specific algorithm which is used during the strip clean but the final algorithm is not designed for this. A clear background is still visible into the well and the algorithm is looking at an average of red and green colors. So based on the algorithm, there were enough acceptance criteria to interpret the result well.

Event description:
A customer reported that a galileo neo instrument interpreted cell 3 of an antibody panel negative despite there being a large black piece of debris visible in the well image. The customer identified anti-e, s, and low incidence antigen in patient sample. The expected result in well 3 would have been positive since donor (B)(6) is e+.